Event description:
The patient was undergoing a thrombectomy procedure in the superior m2 branch of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a guidewire, and a neuron max 6f 088 long sheath (neuron max). During the procedure, successful passes were made with the red43 in the target location. The red43 was removed from the patient. The physician noticed a shiny object in the clot on the table and looked at the red43 and noted the distal tip to be fractured. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) confirmed that the device was fractured proximal to the markerband. Evaluation revealed stretching at the fractured site indicating that the red43 likely stretched prior to fracturing. If the red43 is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed kinks and ovalization on the catheter. This damage is incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.